Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Evaluation: zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing without duplicating the report. The device's the multifunction cable receptacle and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. The electrode pads used were not returned as part of the investigation. No trend is associated with reports of this type. An internal inspection resulted in no findings.